Manufacturer narrative:
.

Event description:
At bench repair, the technician found that there was no audio from the mx40 device. There was no patient involvement. There was no report of a patient injury or harm.